Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patients profile was not loading and alert on health sight viewer that device was not communicating. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a download error on station. A technical support specialist (tss) accessed the station using the carefusion admin (cfnadmin) account and reviewed both the data synchronization, station debug logs and confirmed there were no retry issues or errors. Further the tss performed an encrypted backup, completed a full synchronization according to knowledge article (ka) "proper datasync procedure & how to place new db in es station", and rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.